Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the hospital after receiving multiple shocks. Upon interrogation, the device showed variation of battery voltage ranges. The physician believes the device was not estimating longevity properly. The device was reprogrammed and the longevity estimates returned to normal. The device remains implanted.